Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined. A lot number has been provided. A device history lot review is pending. Additional reporter: (B)(6).

Event description:
The event occurred on an unspecified date and involved a tego connector where it was reported there was blood leaking from tego connectors, unable to aspirate, clot formation, high arterial pressures continuously. There was patient involvement, and no specified harm reported.

Manufacturer narrative:
One new, unused device was returned for evaluation. As received, no physical damage or anomalies on the brad-new sample was observed. No mating device was returned for evaluation. The sample was leak and vacuum tested and met the product specification. The complaint was not able to be confirmed on the returned brand-new samples. The complaint can be confirmed based on device history lot review and the defect reported by customer this complaint can be confirmed. The probable cause is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective actions are in process.